Manufacturer narrative:
(B)(4). The absolute .035 self expanding stent system indicated was filed under a separate medwatch MFR number. Evaluation summary: the self expanding stent system (ses) was returned with blood on the handle and on the tip. There was no saline visible. The stent implant was stationary on the shaft, but had moved distally for a length of 4.5 mm distal to the proximal marker band. There was no damage noted to the stent implant. The distal outer sheath was wrinkled for a length of 4.5 mm distal to the proximal marker band. There was no other damage noted to the ses. There were no kinks noted to the ses as reported. The handle was in the locked position. Analysis of the returned device did not confirm a shaft kink as reported; however, the distal outer sheath was wrinkled distal to the proximal marker band. This damage can be the result of, but not limited to, manufacturing, handling during removal from packaging and/or handling during preparation for use. Analysis also noted that the stent implant was stationary, but had moved distally with no damage noted. This damage was not originally reported and is likely a result of handling of the device. In this case it is possible that during removal of the stylet, pressure may have been applied over the stent and sheath such that the stent moved distally. Further handling likely contributed to the distal outer sheath wrinkling; however, this cannot be confirmed. Although there is no indication of a product quality deficiency, a conclusive cause for the noted wrinkled shaft and misplaced stent could not be determined. All absolute pro devices are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify product quality.

Event description:
Device issue: stent movement. Time of device issue: during device preparation. Adverse event: none. It was reported that during a superior mesenteric artery stenting procedure an absolute pro was opened, but due to a kink in the distal shaft the device was not used. There was no patient involvement. The procedure was completed with an unspecified stent. Device analysis revealed the stent had moved distally and was mislocated.